Manufacturer narrative:
Product ID 3093-33, lot# va0kyha, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a follow-up appointment with the physician the day prior to the report and the implant appeared infected. The implant was therefore removed and was to be cultured. It was noted, the implant had been functioning well prior to explant. No additional symptoms were reported. No outcome was reported. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.